Event description:
It was reported that the lead exhibited oversensing due to a possible fracture. The implantable cardioverter defibrillator (ICD) was reprogrammed to vvi.

Manufacturer narrative:
No medwatch form was received.